Event description:
The biomedical engineer reported an infusion pump with a 500 failure code. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding the set up of the infusion device. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.